Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer declined tandem technical support's offer to perform a pump system check. Customer changed pump supplies and reportedly, insulin therapy was resumed. Customer's blood glucose was 237 mg/dl.